Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences reported with this event.

Manufacturer narrative:
During service at the manufacturer, the service technician was able to duplicate the reported heat symptom, and found it attributable to the corroded rotor observed during the device inspection.

Event description:
The manufacturer sales representative reported that the device overheated during a procedure at the user facility. There was no patient impact, no clinically significant delay, no medical intervention, and no adverse consequences reported with this event.